Manufacturer narrative:
The manufacturing and material records for the perceval heart valve and nitinol stent, model #icv1208, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer. The results confirmed that this valve and component satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release.

Event description:
Perceval valve pvs21 was indwelled on (B)(6) 2021. There was no particular abnormality in the rhythm system before the operation. It was a narrow annulus, and the annulus diameter was 19.6 mm according to preoperative CT measurement. The av block symptom appeared once during the operation, but after that, a self-pulse was observed and the operation was completed. There was no problem for 2 days after the operation. However, av block appeared once or twice on the 3rd day, and after that, it became complete av block. Followed up for a while and it did not recover, so a pacemaker implantation was performed on (B)(6) 2021.